Event description:
Reporter indicated that the pt experienced two syncopal episodes requiring hospitalization. The pt's treating medical professional believes that the events might be due to vasovagal syncope caused by painful stimulation, but has been unable to assign an exact cause to the events. Diagnostic tests were performed and the results were indicated to be acceptable. The pt's generator has been programmed off and the pt was referred for surgical consult.